Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, however, the visual inspection noted blood on the distal conductor, but no obstruction.

Event description:
It was reported during the implant procedure that there was difficulty positioning the lead. The lead was not implanted and there were no patient complications have been reported as a result of this event.